Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d9, g4, h2, h3, h4, h6, h11 corrected fields: a2, a4, a5, a6, b5, b6, b7, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: communication error and no image was caused due to fluid invasion in scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient harm. However, no additional information received from the customer.

Event description:
It was reported that the gastrointestinal videoscope exhibited a connection error, but no error code was provided. The event occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.